Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID # 2134265-2018-06150. It was reported that in-stent restenosis occurred. In 2011, a taxus® liberté® stent was implanted in the patient's proximal circumflex and a promus premier¿ stent was implanted in the mid circumflex. The stents restenosed. In 2016, the patient had a heart catheterization procedure that shows the patient has had bypass surgery with grafts to the right coronary artery, left anterior descending artery and circumflex.